Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.

Event description:
It was reported that the device had missing segments on the display. Customer reported that the device was unable to engage in pt monitoring. There is no known impact or consequences to the pt.